Manufacturer narrative:
Intuitive surgical inc. (Isi) has requested that the 8mm mega suturecut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the 8mm mega suturecut needle driver (nd) instrument had a broken/frayed wire. The procedure was completed with no reported injury. Isi obtained the following information based on a follow-up: hi, we were performing an inguinal hernia repair on the patient via the xi. As we were suturing, we noticed the mega suture cut tip displaying wires that were loose and disconnected. The surgeon decided that it was not a good idea to have it in the patient and we took it out and replaced it with a new one. No further complications occurred afterwards. How that happened, we are not sure. Possibly the constant use of the instrument over a prolonged period of time caused it.